Event description:
Three crown stents were deployed on 3/9/98. Occlusion occurred within 8 hrs. Post-implant. During attempts to deploy the 4th stent, the stent became stuck on the most proximal of the three previously deployed stent.